Manufacturer narrative:
The customer contacted siemens to report that approximately ten falsely elevated carbon dioxide (co2_c) test results were obtained from an advia 1800 instrument. The customer repeats all co2_c test results >40 meq/l and monitors for delta checks from previous patient test results before releasing test results to the physician(s). A siemens customer service engineer was dispatched to the customer site to inspect the instrument. The cse replaced a damaged cuvette dryer nozzle. The customer ran quality control materials with acceptable results. The cause of the falsely elevated carbon dioxide (co2_c) test results was a damaged cuvette dryer nozzle. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
The customer contacted siemens to report that approximately ten falsely elevated carbon dioxide (co2_c) test results were obtained from an advia 1800 instrument. The initial test results were not reported to the physician(s). The same samples were repeated on the same instrument and the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide test results.